Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings. Also found cannula split from tubing.

Event description:
The customer reported via phone call that calibration errors and lost sensor alarms were received. Customer does not recall any significant events leading to the errors. Customer's blood glucose was 169 mg/dl at the time of incident. Troubleshooting was done for errors and found that calibration errors could not be cleared. The customer was advised to change the sensor and that the device would be replaced and to return the product for analysis.